Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported cerebral hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 11 months. The pump was not returned for evaluation as it was not explanted and an autopsy was not performed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2017, due to a cerebral hemorrhage. It was also reported that the pump was functioning as intended, and the patient¿s medical status was related to poor nutritional intake. The patient was under hospice care at the time of death.